Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator did not work appropriately during atrial high rate pacing. It was changed out and is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the product was returned for service and that initially the generator was not capturing and was not firing in rapid atrial pacing. A test and calibration procedure was requested as well as that this be considered a warranty repair.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of "not capturing and not firing during rapid atrial pacing" the device passed all automated incoming testing and bench tests. The main printed circuit board was replaced as a preventive measure. It was noted that the clear cover was missing. The device received its power-on-reset firmware update. All found defective parts were replaced and all other identified issues were resolved. It passed all final functional tests. If information is provided in the future, a supplemental report will be issued.